Manufacturer narrative:
The case report form indicates the event is definitely not related to devices and definitely not related to procedure. This event report was received through clinical data collection activities. The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to fracture and dislocation.